Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors under infused. It was further reported that there were no kinks in the lines. The device had been filled with 13500mg piperacillin/tazobactam in 230ml sodium chloride 0.9%. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 27, 2019 - august 28, 2019. The actual device was not available; however, a photograph of the two samples were provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.